Event description:
The customer reported that the autopulse platform (sn (B)(6) ) shuts off randomly during testing, 2-3 times after stretching the lifeband. Also, the lcd goes blank despite being fully charged and using different batteries. No patient involvement.

Manufacturer narrative:
The customer's reported complaint that the autopulse platform (sn (B)(6) ) shuts off randomly during testing, 2-3 times after stretching the lifeband, and the lcd goes blank despite being fully charged and using different batteries were not confirmed during the functional testing and the archive data review. No device malfunction was observed, and the platform functioned as intended. Upon visual inspection, no device malfunction was observed. The autopulse platform passed the functional testing without fault or error, and the archive data indicated no errors or faults related to the reported complaint. During service, the brake gap inspection verified the brake gap was within the specification. Following service, the autopulse platform passed the run-in and final tests without fault or error.